Event description:
Customer reported that battery drained quickly and required more frequent charging. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, so no further information regarding the outcome of the event was obtained.